Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 156 mg/dl and a "hi" message (a "hi" indicates a reading greater than 500 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device (v-g177- (B)(4)) and strips (B)(4) were returned. The complaint was not confirmed and no new issues were observed during product testing. All results were within the range specification and no errors or observed during control solution testing. The readings reported by the customer are present in the meter's memory log.